Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the provided films; however, the cause of the event could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft's in vivo configuration over time. Selective angiograms, including endoleak interrogation (i.e., injecting contrast from several levels within the aneurysm sac), were not seen, making determination of the endoleak difficult. There was adequate proximal and distal seal observed, as well as sufficient overlap between components, so type ia, ib and type iiia separation endoleaks are not considered contributing factors to the observed endoleak. While a type iiib endoleak from possible fabric abrasion due to adjacent stents cannot be ruled out, it appears most likely that this was a type ii endoleak due to retrograde flow into the aneurysm sac from patent lumbar arteries. There is also a possibility that both endoleaks occurred concomitantly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2020.  The diameter of the aorta at the proximal renal artery was noted as 60mm with a neck length of 40mm and neck angle of 33 degrees. Vessel tortuosity and slight vessel calcification was noted. It was reported approximately post the index procedure, follow up CT showed a suspected type ii and type iiib endoleak. The aneurysm diameter is expanding by more than 5mm per year, so an additional procedure was performed on (B)(6) 2024. Embolization of the lumbar artery was performed for type ii endoleak, and for the type iiib endoleak, a leg device from another company was lined from the main body flow divider to the external iliac artery. Per the physician the cause of the endoleaks are undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1620c124ej (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.